Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. 1 - patient alert hvb-hva lead impedance=16 ohms on (B)(6) 2010. Daily hv lead impedance log data shows a decrease for r coil=16.88 to 15.59 ohms minimum between (B)(6) 2010 and (B)(6) 2010.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient is being treated for cancer and has a lower hematocrit. The patient heard a patient alert and went to the clinic. The lead's high voltage defibrillation impedance was low. The lead remains in use. No patient complications have been reported as a result of this event.